Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area. Customer reloaded the same cartridge and continued insulin therapy. There was no adverse impact to the customer's blood glucose level.